Manufacturer narrative:
This event was reported by the patient and is now being handled as a legal complaint. Due to the ongoing litigation, no additional information is available at this time and devices were not returned to the manufacturer as they remained implanted in the patient. If additional information is received it will be reported on a supplemental report.

Event description:
Patient contacted stryker and stated that they had a right total knee surgery done in 2014. The patient stated they had a revision surgery of their right knee on (B)(6) 2015 due to infection. Patient stated they are still experiencing pain and the patient has allegedly not been able to walk or work as a result of this. This pi is for post revision experience.

Manufacturer narrative:
An event regarding alleged rom involving a triathlon insert was reported. The event was not confirmed. Method & results: - device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. - medical records received and evaluation: no patient medical records were available for review. - device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. - complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient contacted stryker and stated that they had a right total knee surgery done in 2014. The patient stated they had a revision surgery of their right knee on (B)(6) 2015 due to infection. Patient stated they are still experiencing pain and the patient has allegedly not been able to walk or work as a result of this. This pi is for post revision experience. Per patient, her doctor stated due to faulty hardware her body became infected. Patient was on intravenous antibiotics for approximately 6-8 weeks. To date she is still taking on antibiotics. As per her doctor she will have to take medication for the rest of her life.

Manufacturer narrative:
This supplemental was generated due to devices being added to the pi grid. It was later discovered that those devices should have been added to a cross related pi for this patient and was therefore canceled from the grid on this pi. If no additional information becomes available at the conclusion of the investigation, this supplemental can be canceled. An event regarding an alleged infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the primary and revision operative reports and x-ray printouts by the consulting clinician indicated "there are no bacteriology reports, no primary operative report, no examination of the explanted poly insert, and no follow-up subsequent to (B)(6) of 2015 admission for the I&d and poly exchange. There is no confirmation of the disability mentioned in the event description. There is no evidence this alleged periprosthetic infection was related to factors related to component design, manufacturing or materials." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced and sterile lot. Conclusions: the reported event could not be confirmed nor the root cause determined on the basis of the review of the primary and revision operative reports and x-ray printouts by the consulting clinician indicating "there are no bacteriology reports, no primary operative report, no examination of the explanted poly insert, and no follow-up subsequent to (B)(6) of 2015 admission for the I&d and poly exchange. There is no confirmation of the disability mentioned in the event description. There is no evidence this alleged periprosthetic infection was related to factors related to component design, manufacturing or materials." A trend analysis was conducted for the reported failure mode and concluded that infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient contacted stryker and stated that they had a right total knee surgery done in 2014. The patient stated they had a revision surgery of their right knee on (B)(6) 2015 due to infection. Patient stated they are still experiencing pain and the patient has allegedly not been able to walk or work as a result of this. This pi is for post revision experience. Per patient, her doctor stated due to faulty hardware her body became infected. Patient was on intravenous antibiotics for approximately 6-8 weeks. To date she is still taking on antibiotics. As per her doctor she will have to take medication for the rest of her life.